Manufacturer narrative:
Investigation summary: a bd quality engineer inspected the returned unit and confirmed the reported observation of needle through catheter. A review of the device history record could not be performed as a lot number was not provided for this incident. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants an additional corrective action, resources will be assigned at that time. The complaint is confirmed and product is out of specification needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA 590840 had been initiated to address needle pierced through catheter issue.

Event description:
It was reported that the catheter is defective with a bd insyte¿ IV catheter. This occurred on 3 separate occasions, however, it was discovered before use. The following information was provided by the initial reporter, translated from japanese to english: the catheter was defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the catheter is defective with a bd insyte¿ IV catheter. This occurred on 3 separate occasions, however, it was discovered before use. The following information was provided by the initial reporter, translated from (B)(6) to english: the catheter was defect.